Event description:
It was reported that urine leakage was observed from the bifurcation area of the catheter's shaft. Per additional information a pinhole was found on the shaft of the catheter.

Manufacturer narrative:
The reported event was confirmed. The exact cause of sample condition could not be determined and could not assign a manufacturing related process. Received only the catheter for evaluation. The sample was inflated with water and it was observed that water was leaking from the shaft. The sample was examined and a pinhole was observed at the shaft. The tear was examined under a microscope and noted to be long and rough. The pinhole looked like it was caused from the outside. Unable to determine how and when problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients with known allergy to silver coated catheter" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was observed from the bifurcation area of the catheter's shaft.